Manufacturer narrative:
Implanted date - (B)(6) 2010. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant." The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent ankle procedure in (B)(6) 2010. Subsequently, patient was revised on (B)(6), 2010, due to fracture of the ankle locking nail. The nail was replaced with a competitor's product.